Event description:
Boston scientific received information stating the lead failed to achieve acceptable lead parameters due to patients enlarged scarred heart. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).